Event description:
It was reported by the patient that she underwent a sling procedure on an unknown date and mesh was implanted. The patient has recently undergone a mesh removal procedure for undefined complications. The patient was on bedrest for four months. The patient expects to undergo more surgeries. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.